Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found related to the reported positioning difficulty; the helix will not extend due to being over retracted; the helix was disengaged from the helical channel; blood/body fluid was observed in/on helix mechanism; full lead analyzed. (B) (4) no anomalies found; blood/body fluid observed in the proximal conductor and the outer insulation was breached cut; lead damaged at implant; full lead analyzed.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty positioning both right and left ventricle leads. It was also noted the patient was on a left ventricular assist device (lvad). The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix will not not extend due to being over retracted; blood was observed in/on helix mechanism; full lead analyzed. (B)(4) no anomalies found; blood/body fluid observed in the proximal conductor and the outer insulation was breached cut; lead damaged at implant; full lead analyzed.